Event description:
It was reported that the patient experienced an infection with symptoms of inflammation and swelling at the implantable pulse generator (ipg) site. The patient was hospitalized and underwent an explant procedure of the spinal cord stimulator (scs) system. The explanted devices will not be returned as they were disposed by the medical facility. Post operatively, there were no reported complications.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear? 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7083254.